Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4092-58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient was being paced at the upper atrial rate while riding in a car down a smooth road. The patient was only being paced at the upper rate for a few moments at a time and this was sensor driven. It was noted that the patient did not feel the high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.